Event description:
It is reported that the pt was revised due to pain and mid flexion instability.

Manufacturer narrative:
Device history records were reviewed and found conforming. Review of primary operative notes confirms pt underwent a right total knee arthroplasty due to osteoarthritis. It was reported that the implanted components allowed for complete extension and flexion of 125 degree. It was also reported that there was 1+ to 2+ ap laxity and there was trace to 1+ varus/valgus laxity at 30 degrees. Open lysis of adhesions was performed at a later date and at that time the articular surface was exchanged as well. During this exchange the articular surface was downsized from a 12mm articular surface to a 10mm articular surface. Review of revision operative notes confirms pt underwent a revision right knee arthroplasty due to mid flexion and flexion instability. Pre-operatively the pt presented with symptoms consistent of flexion gap instability. It was reported that the knee was snug in extension, but loose in flexion and mid flexion. The package insert states that "joint instability" is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the info provided. The info on this form was previously submitted on mfg report number # 3007963827-2015-00008.